Event description:
Wound oozing. Re-operation: debridement, wash out and change of insert. Update (B)(6) 2014: implant failure 151630507 lot 3373944.

Manufacturer narrative:
Additional narrative: further information obtained indicating no product failure. Adverse event is not considered a serious injury.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.